Event description:
Account- (B)(6). Cardinal health complaint reference-(B)(4). Material - syringe 0.3ml 31ga 8mm tw insulin (B)(6) ea/pk (B)(6) /ca. Material# -320440. Material lot# - 4022020. Quantity - 1 ea. Complaint description - details of complaint (reported issue): I just wanted to make you aware of a situation we had with one of the bd needles we had ordered from cardinal ((B)(4)). One of my nurses noticed the filler was coming out the side of the needle rather than the end/tip. Have you heard of any possible recall on these items? I wanted to flag this immediately as it could have resulted in a filler inclusion. I have attached a video and a photo of the box for you in case this needs to be escalated. Please let me know if there is anything else you need, and I will inform you should this happen again. Please see above/below for customer contact info for your team's follow-up. Additional information will be sent via separate email. Note - please check the attachment for additional information.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.